Event description:
It was reported that the insulin pump alarmed for a motor error. The insulin pump had not been dropped, bumped, or exposed to a strong magnetic field or MRI. The blood glucose reading was 4.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker.